Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient had inserted the infusion set in the morning and during the night the catheter came loose at the site of the quick release, but not the quick release itself. Further, this resulted in high blood glucose level of 28 mmol/l, in the morning of (B)(6) 2020. Moreover, on (B)(6) 2020, at 16:32:59 hours (at the moment of this report), his blood glucose level was reduced to 05 mmol/l. No further information available.

Event description:
On 04-feb-2021: follow up information was submitted to update health effect impact code and visual inspection was performed on the returned used device (1 set), and it was found that the click-legs had defects making it impossible to use the infusion set it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient had inserted the infusion set in the morning and during the night the catheter came loose at the site of the quick release, but not the quick release itself. Further, this resulted in high blood glucose level of 28 mmol/l, in the morning of (B)(6) 2020. Moreover, on (B)(6) 2020, at 16:32:59 hours (at the moment of this report), his blood glucose level was reduced to 05 mmol/l. No further information available.